Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Method: the actual device will not be returned. Results/conclusions: the actual device will not be returned. No product evaluation can be performed. Without the finished good lot number it is not certain if there were any quality issues against the raw material suture or the lot. However, a record review was performed for the finished goods lots purchased during the past six months for tis item. Nine (9) device history records were reviewed. There were no non conformances issued for these lots nor suture component lots. Dehiscence, is a known risk with any suture material. The most probable root cause for post operative dehiscence can not be determined with certainty based on the info provided. (B)(4). Item #sxmd1b105 stratafix spiral pga-pcl knotless tissue control device. Ps-2 3-0 monoderm 30cm, lot unknown.

Event description:
It was reported that: first patient: the suture was used to close the skin in a total knee. The patient returned with dehiscence of the knee. The patient returned on post op day 2. It is unknown what suture was used to reclose the wound. It is unknown if the patient was treated with any add'l medications. (B)(4).